Event description:
Proglide device (abbott medical) malfunction. Device was used at the beginning of the surgery as a pre-closure technique during endovascular abdominal aortic aneurysm repair. The device became anchored into the femoral artery and could not be removed. The plastic component of the device became dislodged from the metal component and sheared off inside the patient's artery. This changed the procedure from a percutaneous access approach to a surgical cut-down with exposure of the artery and repair of the arterial injury. This required significantly more intraprocedural time, increased risk to the patient, prolonged hospitalization and prolonged recovery.